Event description:
It was reported that 1 as lvp 20d low sorb 2ss 0.2m cv set from lot 21016016, and 20 sets from lot 21015954 leaked during use. The following information was provided by the initial reporter: "I have approximately 20 cases of the below tubing I would like to return due to some of the tubing being defective and leaking.".

Manufacturer narrative:
H.6. Investigation: twenty new primary sets, model 11532269, was received by the customer for investigation. Samples from lot 21015954 was received, rather than from expected lot 21016016. The sets were visually inspected and no defects were observed. All sets were then primed and functionally tested. The sets functioned as designed and no leakage was observed. The customer's complaint of tubing being defective and leaking could not be verified. A device history record review for model 11532269 lot number 21016016 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 11532269 lot number 21015954 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of leakage with lot #21016016 regarding item #11532269. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of leakage with lot #21015954 regarding item #11532269.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21016016. Medical device expiration date: 2024-01-15. Device manufacture date: 2021-01-14. Medical device lot #: 21015954. Medical device expiration date: 2024-01-13. Device manufacture date: 2021-01-13. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 as lvp 20d low sorb 2ss 0.2m cv set from lot 21016016, and 20 sets from lot 21015954 leaked during use. The following information was provided by the initial reporter: "I have approximately 20 cases of the below tubing I would like to return due to some of the tubing being defective and leaking."